Event description:
Customer reported that the insulin pump's act and escape buttons stopped responding during priming. Customer did not recall any significant events leading up to the error. Blood glucose level was 212 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. The insulin pump had minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).